Manufacturer narrative:
A beckman coulter field service engineer was not dispatched because customer technical support (cts) was able to troubleshoot the leak with the customer over the phone. Cts requested the customer replace the fluid barrier filter to resolve the issue. Customer then performed verification of instrument to meet the specified requirements per established procedures. (B)(4).

Event description:
The customer reported a leak when using the coulter® act diff 2 analyzer. Approximately 25 ml of blue fluid leaked from the instrument and was not contained. The customer opened all the doors and covers, and was unable to find the source of the leak. Beckman coulter customer technical support requested the customer to power the unit on. The instrument generated a vacuum error. The operator was wearing gloves and lab coat when the event occurred. There were no reports of exposure to mucous membranes or cuts. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.